Event description:
The account alleges in the pediatric heart operating room, in a newborn, invasive blood pressure measurements were carried out in both the radial artery and the femoral artery. Both blood pressure measurements roughly corresponded. The radial pressure measurement increased to a high value going from map 40 to map 100. The values of the femoral artery remained the same, so medications were not given. Troubleshooting was unsuccessful. Replacing the cable resolved the problem - the radial and femoral blood pressure values were again around map 40.

Manufacturer narrative:
The suspect device is not expected to be returned for evaluation. A follow-up will be submitted when the evaluation is complete.